Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The drive gas check valve was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/8/17 phone call, 2/9/17 phone call, and 2/13/17 phone call..

Event description:
The hospital reported the bellows was not moving as expected, and the unit indicated high positive end expiratory pressure. The breathing system was replaced, and the case was completed with no further reported complaint. There was no reported patient injury.